Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3093-28, lot# v475917, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. It was stated that since having their implantable neurostimulator (ins) it never helped with symptoms. It was noted the patient was going to have their leads revised but there was no set date yet.